Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing of p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.